Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was able to clear the button error alarm but the insulin pump also alarmed battery out limit and weak battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery or battery out limit alarms noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.